Manufacturer narrative:
The subject devices was not returned to omsc but was returned to olympus (B)(4) se & co. Kg (B)(4) for evaluation. (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the reprocessing, there was foreign material under forceps elevator. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the phenomenon occurred due to the following -the user conducted insufficient post-procedure reprocessing for cleaning around forceps elevator. -the adhered foreign material at forceps elevator dried and remained there for the user did not conduct reprocessing immediately after procedure. If additional information becomes available, this report will be supplemented.